Event description:
The complainant reported that during impella 5.5 support, placement signal abnormalities were observed. The placement signal waveform remained visible on the automated impella controller (aic). Device position was assessed using imaging, and repositioning was performed due to pump position relative to intracardiac structures. Following repositioning, the placement signal waveform morphology improved; however, concerns regarding possible sensor-related performance persisted. It was additionally reported that the patient had tortuous anatomy, resulting in a difficult insertion procedure. The device was not replaced and continued to provide support. Separately, bleeding was reported from multiple access sites, including the impella 5.5 insertion site and surgical pocket. The patient was reported to be coagulopathic. Additional information received on july 6, 2026, indicated that the bleeding was managed with manual pressure and correction of coagulopathy based on thromboelastography (teg) laboratory results, after which the bleeding resolved. The device was not removed due to the bleeding event, and the reported bleeding was not attributed to the impella device. The patient was subsequently weaned from support and the device was explanted. The explant was not considered premature and was unrelated to the reported events. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.